Event description:
It was reported that the bd solomed¿ syringe plunger rod was broken/damaged. The following information was provided by the iniitial reporter translated from portuguese to english: "we received a notification from notivisa: the syringe was substandard, with a broken plunger and a bent needle."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.